Event description:
Based on additional information received on 29-nov- 2017, the case initially considered as non-serious was upgraded to serious as an important medical event of device malfunction was added. This case was cross reference with case ID: (B)(4) (cluster) this unsolicited case from united states was received on 29-nov-2017 from the other health care professional. This case concerns a (B)(6) year old male who received treatment with synvisc one injection and after 1 day the patient experienced significant swelling and pain. Also device malfunction was identified for the reported lot number. No relevant past medications were reported. Patient had prostate cancer. Patient had no known drug allergies. Concomitant medications include dexamethasone and clonazepam on (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number: 7rsl021 and expiration date: 31- may-2020) for osteoarthritis. On (B)(6) 2017, one day after receiving injection, patient had significant swelling and pain after the injection. Patient was advised to elevate, ice, anti-inflammatory. Patient was advised to follow up in office if pain persisted on (B)(6) 2017 (monday). Corrective treatment: elevate, ice, anti-inflammatory for significant swelling and pain outcome: not recovered for all events a pharmaceutical technical complaint (ptc) was initiated global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 29-nov-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 15-jan-2018 from health care professional (nurse). Patient demographics was added. Suspect product indication and expiration date added. Outcome was updated for significant swelling and pain from unknown to not recovered. Medical history and concomitant medications added. Event onset dates and latency updated. Clinical course was updated and text amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 29-nov-2017: follow up information received, does not change previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and experienced significant swelling and pain. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 29-nov- 2017, the case initially considered as non-serious was upgraded to serious as an important medical event of device malfunction was added. This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on 29-nov-2017 from the other health care professional. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced significant swelling and pain. Also device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number: 7rsl021; indication and expiration date: not reported). On an unknown date in (B)(6) 2017, unknown latency, patient had significant swelling and pain after the injection. Corrective treatment: not reported for significant swelling and pain outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 29-nov-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 29-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced significant swelling and pain. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.